Event description:
It was reported that the patient turned off their device the night before, and now they cannot move, and they cannot turn the device back on due to the programmer not functioning properly. All the lights were lit on the patient programmer. Fefer to manufacturer report #3004209178-2012-04585 regarding the patient's concomitant neurostimulator.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v015069, implanted: (B)(6) 2008, product type lead; product ID 3387s-40, lot# v015069, implanted: (B)(6) 2008, product type lead. (B)(4).